Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(4), it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(4), it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Manufacturer narrative:
Correction: b.3., d.10.